Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator may have allegedly interfered with a patient's pacemaker. The event occurred during the patient's routine check-up. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation and testing. The device was tested for electro magnetic compatibility (emc) and found to be in compliance with cispr 11 group 1 class b, an emission test requirement as per iec 60601-2. The device passed all testing was found to operate to design specifications. The manufacturer concludes the device meets all emc specifications and is unable to confirm the oxygen concentrator caused or contributed to the noted event.

Event description:
The manufacturer received information alleging an oxygen concentrator may have interfered with a patient's pacemaker. The event occurred during the patient's routine check-up. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.